Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where there was an incomplete connection between the heater bag and the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak between the heater bag and line. This occurred during fill one of five of peritoneal dialysis therapy. The patient stated that the heater bag became loose from the line and the solution leaked. The technical service representative (tsr) reviewed proper procedures with the patient and assisted the patient with ending therapy. The tsr advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.